Event description:
It was reported that the right atrial lead could not be implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.